Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation concluded that a cause for the reported resistance could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that resistance was met advancing the 45x40 supera delivery system over the guide wire in the moderately calcified and moderately tortuous superficial femoral artery. Resistance was met removing the delivery system from the guide wire, but it was successfully removed. A 45x60 supera was successfully advanced to the target lesion over the same guide wire. There were no adverse patient post procedure, the 45x50 supera was tested on the guide wire outside the anatomy and the same resistance was met. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.